Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. Concomitant products used during the procedure: carto 3 system, model #: m-4800-01/ m-5830-01, serial #: (B)(4). Cool flow irrigation pump, model #: m-5491-02, serial #: (B)(4). Stockert rf generator, model #: m-5463-01, serial #: (B)(4). (B)(4).

Event description:
During an ablation procedure, it was reported there was a steam pop after multiple ablations. It was also reported there was a steam pop after the first ablation followed by a drop of blood pressure. Ultrasound confirmed tamponade. Pericardiocentesis was performed and 175 cc of fluid was removed. The patient was stabilized.